Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: slid down slightly from tube,"), uterine perforation ("perforation (uterus)"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding"), enterocolitis infectious ("intestine infection") and diverticulitis ("diverticulitis") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included uterine prolapse, neck pain, bleeding genital and paratubal cyst. Concomitant products included alprazolam since 2014, escitalopram oxalate since 2014 and propranolol since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), inflammation ("allergic or hypersensitivity reaction type:inflammation"), rash ("rashes or skin conditions type: skin rash"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and the first episode of alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems") and vision blurred ("vision/eye problems type: blurred vision from headaches"). In (B)(6) 2012, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), back pain ("back pain"), swelling ("swelling"), the second episode of alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: sinus"), gingivitis ("gums"), hypoaesthesia ("neurological conditions or problems type: pain/numbness in fingers"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), uterine pain ("uterine pain") and gastrointestinal pain ("intestinal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy, hysterectomy (full) with bilateral salpingectomy salpingectomy and vaginal hysterectomy and bilateral salpingectomy with extraction of essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine perforation, enterocolitis infectious, diverticulitis, hot flush, inflammation, urinary tract infection, female sexual dysfunction, sinusitis, gingivitis, rash, migraine, headache, nausea, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred and irritable bowel syndrome outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, back pain, swelling, the last episode of alopecia, tooth loss, depression, anxiety, fatigue, vaginal haemorrhage and menorrhagia had resolved and the uterine pain and gastrointestinal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, gingivitis, headache, hot flush, hypoaesthesia, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rash, sinusitis, swelling, tooth disorder, tooth loss, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: her symptoms resolved after the (B)(6) 2012 surgery. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs & mr received. Reporter's information added. Patient's demographics were added. Added event perforation (uterus), hot flashes, abnormal bleeding (vaginal, menorrhagia), inflammation , uti, apareunia (inability to have sexual intercourse),infection : sinus, gums, intestines, malposition of essure device location of device: slid down slightly from tube, skin rash, migraines , headaches, nausea, dental problems, pain/numbness in fingers, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, blurred vision from headaches, fatigue, ibs, diverticulitis, inflammation, hair loss, intestinal pain, plaintiff did not underwent for essure confirmation test, uterine pain. Updated outcome of events (pain: intestine, uterine, abnormal bleeding (vaginal, menorrhagia)). Updated onset date of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), back pain ("back pain"), swelling ("swelling"), alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy with extraction of essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, swelling, alopecia, tooth loss, depression, anxiety and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, pelvic pain, swelling and tooth loss to be related to essure. The reporter commented: her symptoms resolved after the (B)(6) 2012 surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.